Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where the biosense webster inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the sheath would not irrigate. The sheath was not connected to an irrigation pump. The sheath was replaced and the issue resolved. Case continued. It was reported that the root cause of the issue was the sheath. There was no report of patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the available information, this event was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 10/16/2020 that the hemostatic valve was dislodged. The returned condition was assessed as a MDR reportable hemostatic valve separation. The awareness date is 10/16/2020.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000764739 during an internal review, a correction was noted on 12/13/2020 as ¿a2. Patient age at the time of event¿ and ¿ a2. Age unit¿ were incorrectly completed under 3500a follow-up #1. The patient¿s age is currently unknown.

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large. It was reported that the sheath would not irrigate. The sheath was not connected to an irrigation pump. The sheath was replaced and the issue resolved. Case continued. It was reported that the root cause of the issue was the sheath. There was no report of patient consequence. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. Therefore, the irrigation test cannot be performed, since the hemostatic valve was dislodged. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001191 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Additional information was received on (B)(6) 2020 on the event. The irrigation problem was discovered before the sheath was inserted into the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).